Event description:
During an electrophysiology procedure, an inquiry ep catheter became lodged in the coronary sinus during placement. The catheter was cut near the handle and a stylet was advanced to assist in straightening the catheter. When the catheter was removed, there was a piece of tissue attached to it. There were no complications and the procedure was continued successfully. The physician indicated the patient¿s anatomy may have contributed to the event. There were no alleged performance issues with the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: one inquiry steerable diagnostic catheter was returned for evaluation. The results of the investigation concluded that the catheter was fractured and separated into two pieces. In addition, the catheter shaft was bent, kinked, and stretched out of shape, and multiple electrode rings were partially displaced. Functional testing of the device was not possible due to the catheter being received in two pieces. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the damage to the catheter is consistent with damage during use.